Event description:
The customer reported an excessive amount of glue on the forceps channel involving an olympus ultrasound gastrovideoscope. There was no patient injury reported.

Manufacturer narrative:
The date of event is unknown. Additional information will be submitted if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.